Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted there was a piece of tape with an arrow on the catheter pointing to the bifurcation. The tape was removed from the catheter and there was a hole measuring 0.012" at the bifurcation over the inflation lumen. This was a failure, which stated that the shaft must not be damaged or pinched. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be end of shaft doesn't match with the mark in core pin. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d1, d2, d4, g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was found to be damaged which was noticed during the pretest. Per additional information from the ibc via email 02oct2019, the facility reported that the damage was found on the bifurcation of the funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was found to be damaged which was noticed during the pretest. Per additional information from the ibc via email 02oct2019, the facility reported that the damage was found on the bifurcation of the funnel.